Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine device replacement procedure for normal battery depletion (nbd), right ventricular (rv) lead damage and compromised shock impedance measurements were identified. As a result, the rv lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.